Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated from right side') and abortion spontaneous ('miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in august 2014. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pain ("my body was hurting"). The patient was treated with surgery (take out right fallopian tube, attempt to locate and remove coil from right side). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pain and pregnancy with contraceptive device to be related to essure. The reporter commented: still leaving me one coil because since its in the place. Concerning the injuries reported in this case, the following one/ones were reported via social media: abortion spontaneous, device dislocation, pain and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pregnancy information with pregnancy outcome was updated. Event "body pain" was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated from right side') and abortion spontaneous ('miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in august 2014. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pain ("my body was hurting"). The patient was treated with surgery (take out right fallopian tube, attempt to locate and remove coil from right side). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pain and pregnancy with contraceptive device to be related to essure. The reporter commented: still leaving me one coil because since its in the place . Concerning the injuries reported in this case, the following one/ones were reported via social media: abortion spontaneous, device dislocation, pain and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migrated from right side') and abortion spontaneous ('miscarried') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2014. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (take out right fallopian tube, attempt to locate and remove coil from right side). Essure was removed. At the time of the report, the device dislocation, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: still leaving me one coil because since its in the place. Concerning the injuries reported in this case, the following one/ ones were reported via social media: abortion spontaneous, device dislocation and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.